Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl that resulted in disorientation and a fall but no other injury occurred. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer required third party assistance from their sister giving orange juice to customer because customer was too disoriented to do it herself. Customer continued to use the current pump and adjusted settings.